Manufacturer narrative:
The device, was intended for use in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Probable cause may be a connection issue or component failure. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during set up and inspection the versajet handpiece saline hose detached; the procedure was successfully completed without delay using the same device. No patient injury or other complications were reported.

Manufacturer narrative:
Information received by the manufacturer was reviewed and has identified that this event should be re-evaluated for MDR reporting. The information states that the procedure was finished as intended without any other medical intervention with the same or equivalent device with no significant delay or complication. The event did not cause or contribute to a serious injury or death and it is not likely to cause or contribute to a serious injury or death. This event is considered not reportable pursuant to 21 c.f.r. §803. Therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.